Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, alleged possible under delivery anomaly. The customer also reported communication issue between insulin pump and mobile application and login issue. The customer reported blood glucose value of 360 mg/dl and the hyperglycemic event was treated with IV insulin drip (intravenous insulin infusion) and manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-7333, mmt-7040b, mmt-1884l, mmt-6102, mmt-397a. Troubleshooting was performed. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode feature at the time of the event. The customer requested a tubing clamp for further pump testing and was assisted with uploading data to carelink personal. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Troubleshooting was performed for loss of communication between pump and mobile device however, there is no resolution on the pairing issue as per customer interaction. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040b, mmt-1884l, mmt-397a. Mmt-7333 and mmt-6102 being nonphysical devices are not expected to return.